Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from a competitor with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and analysis results revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned analyzed and no anomalies were found. It was noted there was an outer insulation cosmetic depression and visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The devices associated with this adverse outcome were returned from a competitor with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned analyzed and no anomalies were found. It was noted there was an outer insulation cosmetic depression and visual analysis only was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two weeks after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The devices associated with this adverse outcome were returned from a competitor with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.